Event description:
The customer reported the device turns off and on by itself. No patient involvement reported.

Manufacturer narrative:
The customer returned cpu (central processing unit) board was installed in an fi test ventilator. The ventilator was started up and shut down 10 times and it was run for 36 hours. No errors occurred and no failure was found.